Event description:
Per the clinic, the patient experienced granulation tissue around the abutment. Subsequently, the device was explanted on (B)(6) 2024 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.